Event description:
During the implant procedure, while tunneling with the inspire tunneler, a bundle of vessels was nicked, and the patient experienced bleeding. The surgeon made another incision to locate the source, applied pressure, and ligated the vessels to stop the bleeding. The surgeon attempted to re-tunnel again, but the bleeding recurred. Surgeon reaccessed the incision and ligated the source to achieve hemostasis. This resolved the issue.